Manufacturer narrative:
Sample was not available for evaluation.

Event description:
The doctor was trying to cut some tissue and the blade broke thru in some tough tissue. The blade was in use at time of incident. The patient and the procedure was not affected. Some time of ob gyn procedure being performed. Looks like the center of the blade broke in half.